Event description:
A user of mckinley drug reservoirs and infusion sets reported that they rec'd a complaint from a customer to whom they supply pre-filled reservoirs with infusion sets. The actual user of the device reported that two infusion sets, used on two different pts, leaked in the proximity of the in-line filter during chemotherapy treatment. The exact location of the leak is not known. There was no report of drug contact with the pt or with the health professional. There was no report of complications with the pts.